Event description:
Information received from the field notes that during a routine follow-up, the device exhibited loss of capture and an x-ray revealed lead dislodgement. The patient was previously hospitalized for decompensative heart failure and noticed a thumping sensation in the left side of her chest and left upper abdomen after discharge. The thumping disappeared during sleep. The device was subsequently replaced.